Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips test strip (B)(4). Note: customer was using expired strips (more than 4 months since the open date) and strips was stored against the specifications in the refrigerator.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 320, 179 and 57 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 130 mg/dl. Customer was also concerned results were erratic, but test results of concern were not reported as being performed back to back. At the time of the call, the customer reported feeling well and did not report any symptoms. Customer stated that on (B)(6) 2018 she obtained a fasting result of 179 mg/dl and that she had felt hypoglycemic symptoms. Customer's husband had given her some juice and she had tested again and obtained a result of 130 mg/dl non-fasting. Customer felt result should have been higher than 130 mg/dl. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen under a cabinet and sometimes in the refrigerator. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2017. Based on strip open date provided of (B)(6) 2017, customer's test strips are expired - at the time of the call they are four months past the date first opened. Customer is currently using a different meter until replacement is received. The meter memory was reviewed for previous test result history: (B)(6).